Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5057774) in united states on 23-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer received the following concomitant medication: gabapentin (gabapentin), tramadol (tramadol), bupropion sr (bupropion), furosemide (furosemide [furosemide]), sleep aid (scopolamine aminoxide hydrobromide), and unisom [diphenhydramine hydrochloride] (diphenhydramine hydrochloride) and activan (lorazepam). Consumer reported she had the essure inserted and started to having lower back, stomach pain, cramping, heavy clotting periods, vaginal pain, painful intercourse, metal taste and migraines. In 2013 she had stomach pains, left work and went to emergency room. She had a large cyst on her ovary. The physician removed cyst and essure coils on (B)(6) 2015. She has been receiving advanced pain management, caudal injections and laser radio frequency. The reporter mentioned the following event outcome hospitalization, disability and permanent damage, however she did not provide further details. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping. She had essure coils removed. This event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with suspect insert cannot be excluded. The reporter mentioned the following event outcome hospitalization, disability and permanent damage, however she did not provide further details. However, since device removal was required, this case was regarded as incident. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint results received on 06-jan-2016: the bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct av review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping. She had essure coils removed. This event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with suspect insert cannot be excluded. The reporter mentioned the following event outcome hospitalization, disability and permanent damage, however she did not provide further details. However, since device removal was required, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained despite follow-up attempts.